Event description:
The reporter stated that the on return to the sterile processing department, it was observed that the little end of the device had snapped off. The device may have broken during use in a procedure. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.